Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intubation, the cuff did not inflate. There was no reported patient outcome.